Manufacturer narrative:
Concomitant of products: product ID 39565-65, lot#/serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 08-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). It was reported there was a fractured lead. It was reported at normal eos replacement it was seen that lead 0-7 on paddle was coming up high and readings were changing as lead was moved while anchored in battery. Reprogramming was done and patient was able to get great coverage with other lead. Impedance check and lead conductivity was performed. No patient symptoms were reported. No further complications were reported/anticipated.